Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10 a getinge field service engineer (fse) unable to replicate the issue with iabp when exercised on a patient simulator and test iab catheter. Additionally fse found missing lithium-ion battery(d146-00-0097) and he replaced.complete pm performed with full calibration. Device passed all functional and safety tests per factory specifications. Unit returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was unable to zero and the transducer is not vented. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).